Manufacturer narrative:
Quality safety evaluation received on 26-may-2016: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are known possible undesirable event and not indicative of a quality defect per se. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (batch no. 641415) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included general anesthesia (for essure insertion procedure) on (B)(6) 2009 and multiparous. Concurrent conditions included chronic cervicitis, adenomyosis, intramural leiomyoma of uterus and dysfunctional uterine bleeding. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage ("abnormal bleeding") and depression ("depression"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the device dislocation, genital haemorrhage and depression outcome was unknown. The reporter considered depression, device dislocation and genital haemorrhage to be related to essure. The reporter commented: bilateral tubal ostia were easily seen. There were no masses, polyps or other lesions. The right device was implanted, with 3 coils showing afterwards and the left with 2 coils showing. The procedure was then terminated without complication and without any bleeding. The patient went to the recovery room in good condition. Diagnostic results: (B)(6) 2009: examination under anesthesia - showed the uterus to be small, midline with bilaterally normal adnexa. (B)(6) 2009: uterine sound measure - 8.5cm. Most recent follow-up information incorporated above includes: on 24-nov-2020: medical record received. Lot number, reporters information and medical history were added. Genital haemorrhage was updated to nonserious. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (batch no. 641415) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included general anesthesia (for essure insertion procedure) on (B)(6) 2009 and multiparous. Concurrent conditions included chronic cervicitis, adenomyosis, intramural leiomyoma of uterus and dysfunctional uterine bleeding. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage ("abnormal bleeding") and depression ("depression"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the device dislocation, genital haemorrhage and depression outcome was unknown. The reporter considered depression, device dislocation and genital haemorrhage to be related to essure. The reporter commented: bilateral tubal ostia were easily seen. There were no masses, polyps or other lesions. The right device was implanted, with 3 coils showing afterwards and the left with 2 coils showing. The procedure was then terminated without complication and without any bleeding. The patient went to the recovery room in good condition. Lot number: 641415, manufacture date: 2009-05, expiration date: 2012-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous and general anesthesia (for essure insertion procedure) on (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant) and depression ("depression"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2011. At the time of the report, the device dislocation, genital haemorrhage and depression outcome was unknown. The reporter considered depression, device dislocation and genital haemorrhage to be related to essure. The reporter commented: bilateral tubal ostia were easily seen. There were no masses, polyps or other lesions. The right device was implanted, with 3 coils showing afterwards and the left with 2 coils showing. The procedure was then terminated without complication and without any bleeding. The patient went to the recovery room in good condition. Diagnostic results: (B)(6) 2009: examination under anesthesia - showed the uterus to be small, midline with bilaterally normal adnexa. (B)(6) 2009: uterine sound measure - 8.5cm. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are known possible undesirable event and not indicative of a quality defect per se. Most recent follow-up information incorporated above includes: on 26-oct-2017: summons received - events device removal and device complication were deleted and new events migration, abnormal bleeding, depression and pain were added. Product stop date was added. Reporters were added. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4) and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type initial indicates here initial submission by the new legal manufacturer only". No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received on 15-apr-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure and subsequently had the device removed due to complications. Company causality comment:this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.